Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: different physicians have reported problems in getting the device thru the valve in the introducer in 8 manta devices. The bypass tube is "bouncing" back and not getting thru the valve except if excessive force is being used. This happened in all tavi procedures last week ((B)(6) 2021 thru (B)(6) 2021). The devices has finally been used successfully after extensive pressure have been applied. No patient harm has been reported and no device was saved for investigation. Associated: MDR 3010252479-2022-00008, MDR 3010252479-2022-00009, MDR 3010252479-2022-00010, MDR 3010252479-2022-00012, MDR 3010252479-2022-00013, MDR 3010252479-2022-00014, MDR 3010252479-2022-00015.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was planned for closure. The vasculature was noted as free from calcification. No complications were endured during initial access or advancing or withdrawing the procedural sheaths. While preparing to deploy, the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back from the hemostatic valve. The device would successfully advance only after excessive force was applied. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.